Event description:
It was reported that a zero tip basket device was about to be used in a procedure. During preparation, it was noticed that the basket wire was damaged and separated outside the patient. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block e1: facility name: (B)(6) hospital. Block h6: imdrf device code a0401 captures the reportable event of basket wire separated. Block h11: investigation results: the returned zero tip baskets was analyzed, and a visual evaluation noted that the basket was on its open position. Additionally, the handle was returned in good condition. Microscopic examination was performed, and it was noticed that one of the basket wires was broken from the tip and it was not fully detached. Functional examination was performed, and the handle was actuated. Additionally, the basket was able to open and close. With all the available information, boston scientific concludes that the reported event of basket wire break was confirmed. The basket wire break issue can be attributed to the material of the basket wire, and it was determined that this failure is inherent to the design of the product. Based on the investigation results, the most probable root cause of cause traced to device design was assigned to this investigation.

Manufacturer narrative:
Block e1: facility name: (B)(6) hospital. Block h6: imdrf device code a0401 captures the reportable event of basket wire separated.

Event description:
It was reported that a zero tip basket device was about to be used on a procedure. During preparation, in was noticed that the basket wire was damaged and separated. The procedure was completed with another of the same device with no patient complications.